Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed from an unknown u9000 set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.